Event description:
This report is based on information provided by philips field service engineers (fse) and remote service engineer (rse) personnel and has been investigated by the philips complaint handling team, following a complaint received regarding the power interface problem on the heartstart xl+. The report stated that the device was in use at the time of the event; however, there was reportedly no patient harm. Results of functional testing indicate that the device returned to full functionality after reinforcing the power cord connector. Based on the information available and the testing conducted, the reported power interface problem was confirmed to be caused by a loose power cord connector, which triggered automatic shutdown upon contact and was resolved by reinforcing the connector. To resolve the reported issue, the fse reinforced the loose power cord connector and returned the device to full functionality. The investigation concludes that no further action is required at this time.